Event description:
The electrode impedance was as followed with electrode 0 as the reference: 873 ohms (electrode 1); 915 ohms (electrode 2); 884 ohms (electrode 3); 859 ohms (electrode 4); 928 ohms (electrode 5); 955 ohms(electrode 6); and 1024 ohms (electrode 7).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the ins was explanted.

Event description:
Additional information was received from the manufacturer representative that reported they planned to replace the ins if no explanation was found. Palpating around the ins, extensions and leads did not affect the burning sensation. There were no signs of any infection or irritation at the ins site. Reprogramming or any additional diagnostics or troubleshooting had not been attempted. The patient did not experience any falls or traumas that may have contributed to the issue. The cause of the heating was not determined.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient with an implantable neurostimulator (ins). The patient described heating of the ins when it was in use. The heating decreases and stops when the ins stopped. No factors were described that may have led or contributed to the issue. There was "nothing special" in the clinical programmer's report. The impedances were normal. No actions were taken to resolve the issue at this time. It was reported that the event occurred "some months ago". A surgical intervention did not occur and it was asked if a surgical intervention was planned but it was unknown. The patient was alive with no injury at the time of the report. However, the issue was not resolved.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4) revealed the battery was functionally okay and there was no insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.